Event description:
Routine complaint investigation when a consumer reported receiving a high reading of 322 mg/dl when compared to a laboratory value of 83 mg/dl. These values when plotted on a clarke error grid showed the difference in readings to be clinically significant. There as no report of death, serious injury or mistreatment associated with the event.